Event description:
The customer reported the system failed to produce x-ray. No pt or user injury reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The f7 fuse was evaluated and replaced. The system was tested and found to be working as intended and returned to service.